Manufacturer narrative:
(B)(4). The xience xpedition 4.0 x 15 mm mentioned is being filed under a separate manufacturer report number. Evaluation summary: the device was returned for analysis and the reported kink was confirmed. The reported difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint handling database revealed no other incidents for kink or difficult to remove reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during advancement of the 4.0 x 15 mm xience xpedition stent delivery system, resistance was met with the balance middleweight guide wire. An attempt to remove the stent delivery system was made; however, the guide wire kinked. Both devices were removed as a single unit. A second guide wire and stent delivery system were then used. There was no adverse patient effect and no clinically significant delay. No additional information was provided.